Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had drawers that were not detected on the bus, also the configurations were changed as well. A field service engineer started the data sync to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the main drawer was not fully extending. The malfunction occurred while the user was trying to issue the medication to the patient. There was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.